Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and heartmate 3 patient handbook is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including hemolysis and right heart failure. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, (¿patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. The heartmate 3 lvas IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The report of an outflow graft obstruction could not be confirmed. It was reported by the account that the patient was having nearly constant low flow alarms with significant volume overload, as well as shortness of breath, and elevated ldh. CT imaging reportedly showed a filling defect in the outflow graft. The patient was taken to the operating room on 26-nov-2021 where copious debris and liquefied fat/fibrin was removed from the bend relief, resulting in improved flows. No twisting of the outflow graft was observed. Review of the submitted log files confirmed intermittent low flow alarms on 17-nov-2021. The pump operated at the set speed for the duration of the log files and appeared to be functioning as intended. Two CT images were submitted for review, however, the area of the graft under the bend relief was not visible and the reported outflow graft obstruction could not be confirmed. Additional log files submitted after the graft revision contained no additional low flow alarms and showed flow in the 3.6-5.2 lpm range. The specific root cause of the reported outflow graft obstruction could not be determined. A corrective action has been opened to further investigate this issue. The customer reported that a transthoracic echocardiogram (tee) performed on (B)(6)2021 showed right ventricular failure and an overly decompressed left ventricle. Pump speed was decreased from 6300 to 5400 rpm, which improved the issue. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6), and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient presented with constant low flows. Patient had significant volume overload, elevated lactate dehydrogenase (ldh), shortness of breath, and weight gain. Log file submitted contained set speed changes as well as low flow hazard events between 3:27pm-4:19pm on (B)(6) 2021. Cause of the low flow was due to fluid volume overload with chronic kidney disease (ckd) and unable to diurese. The patient was grossly volume overloaded; inr >4, holding warfarin. The inflow cannula was visualized. There was trace aortic insufficiency. The aortic valve opened with every beat. The lvad (left ventricular assist device) baseline speed of 6300 rpm was optimized to 6300 rpm. Left ventricle decompression was not adequate. The septum was positioned midline. Right ventricle was dilated with mildly to moderately reduced systolic function. The inferior vena cava demonstrated a diameter of >2.1 cm and collapses <50%; therefore, the right atrial pressure was estimated at >15 mmhg. The patient¿s lactate dehydrogenase (ldh) was 619 u/l. A 4d CT (computed tomography) was completed. Spiraling filing defect in the outflow graft of the left ventricular assist device, consistent with outflow graft twisting. Mild centrilobular ground glass opacities and moderate wall intralobular septal thickening, with a basal and dependent predominance. This was compatible with pulmonary edema. On (B)(6) 2021, a CT of the heart with 4d consistent with a spiraling filing defect in the outflow graft of the left ventricular assist device, consistent with outflow graft twisting. Several asymptomatic and positional low flow alarms prior to surgery. On (B)(6) 2021, the patient went to the operating room (or) and underwent external decompression of hm3 (heartmate 3) outflow graft. A copious amount of debris and liquefied fat/fibrin clot was removed from bend relief, improvement of lvad flows, no twisting noted at outflow graft. On (B)(6) 2021, transthoracic echocardiogram (tte) with right ventricular (rv) failure, overly decompressed left ventricle, improved with change of rpm from 6300 to 5400. The patient was advised to avoid excessive increases going forward. The patient was stable and was to be monitored. No other information was provided.